Event description:
It was reported that during a visit to a developmental home, the company representative was approached by a woman who informed him that the vns had "fried her niece's heart and killed her." The woman walked away immediately and no further information was provided. No additional relevant information has been received to date.